Manufacturer narrative:
Lifescan (lfs) is not expecting the return of the subject product(s) for evaluation. The patient declined replacement of her products.the 510(k) # is k053529.

Event description:
On (B)(6) 2012 the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a missing lancets issue with her new one touch ultra2 meter kit. The (B)(4) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient reported that the alleged issue with the subject meter began on an unspecified day in (B)(6) 2012. The patient reported that she had another meter that had recently stopped working and her insurance sent her the subject meter as a replacement. She stated that she manages her diabetes with metformin and victosa and due to the alleged issue she denied making any changes to her usual diabetes management routine. She claimed a "few days" after the alleged issue started she felt dizzy, shaky and very thirsty. In response to her symptoms, she reportedly immediately self treated with a 1.2 mg dose of victosa (injection) and metformin (1500 mg) and reported feeling better after a while. There was not another device available at the time of the concern. During the initial call with customer service, the agent noted that the patient found the lancets after all and were not missing. The patient declined replacement of her products. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the reported issue began.